Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. There was blood on the distal conductor of the lead and it was not obstructed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The analyst noted that the helix does not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant, the helix would not extend. The lead was not used and a different lead was used instead. No patient complications have been reported as a result of this event.